Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reports that a pinnacle plan was transferred to aria and a generic reference point ID of "beam dose point" was created for the plan fields. The reference point ID was edited and total dose value set for the reference point was (B)(4). As of (B)(6) 2011, (B)(4) was delivered using this ref point (200 cgy was delivered to this plan using a different machine, but was not recorded and a dose correction was added to the chart to make up the 5000). A boost plan was generated in pinnacle and sent to aria and the beams for that plan were defaulted so as to contribute to the same reference point but at that time the reference point name was changed as well as the total dose limit value, from (B)(4). On (B)(6) 2011 the boost plan was moded up at truebeam but the therapists were not prevented from treating, even though the total dose limit for the reference point had been exceeded. All subsequent days the boost plan was treated, the therapists have not been prompted with any messages/warnings/overrides regarding the total reference point dose being exceeded; they have been allowed to treat without issue. No misadministration or serious injury was reported as a result of this event.